Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an infant allegedly sustained "a bruise" at the bridge of the nose as a result of using a bc800 infant nasal mask.

Manufacturer narrative:
(B)(4). The complaint bc800 infant nasal mask is not expected to be returned to fph (B)(4) for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two infants allegedly sustained "a bruise" at the bridge of the nose as a result of using a bc800 infant nasal mask.

Manufacturer narrative:
(B)(4). The complaint bc800 infant nasal masks were not returned to fph (B)(4) for investigation. Our analysis is accordingly based on the event descriptions, together with the photographs and additional information provided by the hospital. The hospital staff reported that bc800 mask was used in conjunction with a babylog 8000 ventilator, mr850 respiratory humidifier, rt235 breathing circuit and bc181 infant nasal tubing. We understand that both infants were on the bc800 mask for 4 to 6 hours each day. The redness at the bridge of the infants' nose was observed after several hours before the injury became "progressive". The hospital staff was not aware of any health-related issues that could affect the skin integrity of both infants. It was further reported that the staff had difficulty sealing the mask on the infants and "as a result the mask were tightened more". Based on the limited information we received, the bruise sustained by the infants may be due to incorrect setup and usage, including overtightening of the infant interfaces. The fph infant interface user instructions indicate in pictorial form the correct set-up and use/fitting of the bc mask, and state the following: "check patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended." "Positioning of the mask should be adjusted for best fit and minimal leak. If excessive leak is still present, flow may be increased to compensate. Maximum allowable flow rate is 15 l/min." Both infants are still in the hospital and the staff confirmed that the bruises are "healed to 90%". The hospital has changed their setup and usage practice to avoid further bruises.